Manufacturer narrative:
The device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no disposable alarm has occurred several times this morning. Patient has already been to clinic, had cassette removed and reattached and is home now with alarm returning. Pump restarted, but continues to beep while screen reads run. Pump turned off and patient will go back to clinic for replacement pump. No patient injury was reported.